Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush sp mfg and exp dates on product one day apart. The following information was provided by the initial reporter: please can we raise a formal complaint regarding a deficiency with posiflush sp syringe 5ml product. The manufacturing date and expiry date on the product are one day apart in 2026.

Manufacturer narrative:
A device history record review was completed for provided material number 306574 and lot number 3326971. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample and the affected physical sample were returned for evaluation by our quality team. Through examination of the sample, the manufacturing date/year was found to be incorrect. The line clearance performed before the start of the lot and the label verifications were within specifications. The barrel labels from the shelf cartons kept as retaining samples were also found to be correct. After further investigation, it was determined that this incident could have been caused by an incorrect praxis. The lot information is collected directly from the server and is sent to the labeler. After that, the variable information is entered manually into the printer and this information is compared against the information in the labeler. If the information is incorrectly entered into the printer, the labeler will reject the printed labels since the information differs. This means that the variable information was also entered manually into the labeler instead of collecting data from the server or scanning the information from the production order. Since the information was incorrect in both the printer and labeler, the printed label was not rejected. As there are no other samples affected and the label verified prior to manufacturing was correct, this issue must have been identified with the information updated. However, the defective sample was not scrapped and it made its way to packaging. The production area personnel have been alerted of this incident to raise awareness and training will be completed.

Event description:
No additional information.